Event description:
Information received from the field notes that the patient was in the hospital with the device pacing asynchronously at 140 ppm. Several attempts to interrogate the device were unsuccessful and there was no response to magnet application. The representative was able to feel stimu- lation with his hand over the pocket.